Event description:
With the patient on the radiation therapy treatment table, the gantry started to rotate by itself. Technician pushed the emergency off button to stop the gantry. The gantry stopped. The patient was removed from the table that was approximately 4 feet high. Patient was not injured, but the gantry arm is capable of a crush type injury. Bio-tech was called and the machine was shut down for repair. A new fully programmable logic board was installed. Upon investigation, bio-tech identified that the original fully programmable logic board had malfunctioned and allowed the key "on" outside of the room. The gantry was moving without operator control. This was the original logic board that was installed 2 or 3 years ago, when the varian clinac 2100 ex system was installed. This equipment is on regular preventive maintenance.